Manufacturer narrative:
Cmpl (B)(4) labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the abdomen. The patient started using the g6 last (B)(6) 2024, and mentioned she did not develop an allergic skin reaction until (B)(6) 2024 (approximate). Prior to sensor insertion the area was prepped with alcohol. The patient developed a rash, redness, pimples, dry skin, bumps, and swelling under the sensor patch area. The patient had itching sensation in the area. On (B)(6) 2024, the patient consulted her endocrinologist who recommended using skin tac and flonase spray to prep the skin prior to new sensor insertion and prescribed over the counter oral allergy medication (claritin, unspecified dosage). On (B)(6) 2024, the patient consulted her dermatologist due to the itching sensation did not subside. The patient was prescribed an oral antihistamine medication (hydroxyzine 25 mg tablets, one tablet at bedtime as needed for itching) and two topical steroid medications (triamcinolone 0.01 percent cream, twice per day for two weeks, and then twice a week as needed; and aristocort cream, as needed up to three days per week). The patient mentioned she started the medications on (B)(6) 2024. At the time of report, the wound was still healing. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No additional patient or event information is available.